Event description:
A customer reported to baxter (B)(4) a vented paclitaxel administration set with clearlink in which the air vent "came out" of the set. According to the report, hospital staff were administering a chemotherapy drug ,taxol, when the air vent came out and the taxol leaked out. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot that are related to the reported condition. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.